Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers (B)(4). Currently, these products are to be submitted under magog registration #: (B)(4). Device evaluation was provided by an arjo qualified representative. There were no abnormalities found within the lift nor the sling. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to an arjo representative on 2019-dec-30 that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. Following information provided, during transfer sling detached from the lift spreader bar which caused the resident to rolled to one side, just above the bed. However, there were no injures reported. No other information regarding incident circumstances has been so far provided.

Manufacturer narrative:
It was reported to an arjo representative on 2019-dec-30 that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. Following information provided, at the initial phase of patient¿s transfer, from a bed to a chair, a right shoulder sling clip detached from the lift spreader bar which caused the resident to rolled to one side and fell on the floor. Fortunately, there were no injuries reported. After the incident arjo qualified representative visited the customer to perform interview and device evaluation. The sling was in overall good condition. When trying to reconstruct the event, it was noticed that sling clips and spreader bar leg lugs (attachment pins) did create an effective system as the clips held tight when attached to the lift. The most probably it was a maa4000m-l sling that was used for the patient¿s transfer. Serial number of the sling was not provided. Therefore, the sling manufacturing date cannot be determined with a certainty. No malfunction was reported regarding the lift. According to information provided by the customer, ¿management didn¿t feel one of the clips wasn¿t attached properly.¿ no further details were received. The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: - ¿make sure that: all clips are securely attached¿; - ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. Based on the product knowledge and a previous simulation provided regarding clip detachment, when the labeling is followed and the sling is placed in the correct way and the instruction of using the system is followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Unfortunately, the customer did not provide any further details regarding the event circumstances. Therefore, it is unknown why the clip detached. However, there were no abnormalities found within the lift nor the sling that could have caused or contributed to the alleged event and based on that it can be concluded that the most probable root cause can be related to the way the sling clip was applied on the device spreader bar. The system - clip sling and floor lift was used for the patient¿s care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling however, the clip detachment and patient fall occurred and from that perspective, the system did not work as intended. Even though patient did not sustain any injures, we decided to report this complaint to the competent authorities due to the fact that clip detached during transfer causing patient to fall off the sling.